Event description:
During the procedure the doctor fired the trigger. He had difficulty removing the device from the patient. Doctor had to "really pull" on the device to remove it. When the device was removed, the doctor noted that the locator wings were still partially deployed. It appeared there was tissue trapped in the clip delivery tube. Hemostasis was, however, achieved by the device. There were no adverse events as a result of this incident and the patient's hospitalization was not prolonged.